Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog no#: 01.00185.146; lot#: 236535. Metasul ldh, head, 46, code l, taper 18/20; catalog no#: 01.00181.460; lot#: 2320777. Femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset, size 13 138 mm stem length cementless, 44/7.5; catalog no#: 00-7864-013-00; lot#: 60638096. Therapy date: (B)(6) 2019. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with a durom acetabular component on the left side and underwent a revision surgery due to metallosis and pseudo tumor formation along with gluteus medius abductor tendon rupture.